Event description:
Report received from the USA stating that the tip was bent. It is known that injury did not occur. It is not known whether the device was used in surgery or whether medical intervention occurred. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).